Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, 100% stenosed, de novo, mid left anterior descending (lad) the 3.5 x 18 mm xience v stent was deployed, however, a distal end dissection was noted. A 3.5 x 12 mm xience v stent was used to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.